Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited failure to sense and had helix damage. The ra lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to sense and helix damaged were confirmed. A complete lead was returned for analysis. Electrical testing indicated an internal shot. Visual inspection revealed the lead was bent/stretched consistent with procedural damage. The cause of the reported events were due to the procedural damage noted at the connector region.